Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. Confirmation of the reported event of an inaccuracy could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion.